Event description:
Boston scientific crm received information that this cardiac resynchronization therapy-defibrillator (crt-d) was associated with a report of pacing inhibition resulting from ventricular oversensing of a likely atrial flutter. The calling health care provider (hcp) faxed a copy of an episode electrogram (egm) for review; a boston scientific crm technical services consultant (ts) discussed the possibility of the lead having moved following a post-implant av ablation procedure, or the lead having migrated to near the patient's tri-cuspid valve. Ts discussed reprogramming device sensitivity as a short-term response. There was no report of adverse patient effects, and the device remains implanted and in service.

Manufacturer narrative:
This event will be updated if additional information is received. The device was explanted approximately five years later for normal battery depletion and was returned to boston scientific. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.